Event description:
The pt was implanted with two leads of the same lot number. It was reported the pt had ineffective stimulation after a revision. It was further reported some of the contacts became invalid. The physician believes it is due to excessive scar tissue. Surgical intervention will be undertaken in a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.